Event description:
Major pump unit(s) involved: blood pump; device thrombosis.additional text: suspected pump thrombus; high power and elevated lab values.specific component(s) involved: other component malfunction.other component: suspected thrombus.causative or contributing factor: no specific contributing cause identified.intervention(s): other interventions.other intervention : high intensity heparin.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis.specific component(s) involved: other component malfunction.